Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. The physician reported that the existing system was functioning adequately for the patient and noted that there may have been some neuropathy around the cuff, which could have contributed to increased incontinence. The patient requested a smaller cuff and physician stated that a transition to a smaller cuff was anticipated to help restore the patient's continence to its previous level, therefore; the cuff was replaced. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The allegation relates to urinary incontinence, and neuropathy which is addressed in our labeling and risk documentation. The reported patient symptoms of urinary incontinence and neuropathy are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. The physician reported that the existing system was functioning adequately for the patient and noted that there may have been some neuropathy around the cuff, which could have contributed to increased incontinence. The patient requested a smaller cuff and physician stated that a transition to a smaller cuff was anticipated to help restore the patient's continence to its previous level, therefore; the cuff was replaced. There were no further patient complications.